Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell five of five. The patient was connected at the time of the alarm. The caregiver stated they did not see any air in the lines; however it appeared to be wet under the empty supply and heater bag. The caregiver stated there were no visible signs that the bags had leaked. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted in clearing the alarm and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.